Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had an etco2 failure. There was no patient involvement.